Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following reported event was confirmed by review of radiographs. Review of the available records identified the following: there is a mildly displaced fracture of the left tibial diaphysis. Operative change is present from prior ankle arthroplasty and lateral malleolar plate and screw fixation. The arthroplasty alignment is maintained and the distal plate and screws are intact. Bone quality appears mildly osteopenic. There is no radiographic evidence of trauma. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Event description:
It was reported that the initial procedure was performed with tm ankle system. Approximately four months post-procedure, while the patient was walking, they experienced a shock in the right leg and had a fracture of the tibial diaphysis where the pin was inserted. No revision has been reported to date. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00450104005, 64930381, self drilling pin 5 mm diameter 200 mm length 80 mm thread length. 00830001400, 64532051, talar component size 4 left orange for use with size 4 tibial. Components only. 00830005400, 64467037, tibial insert component size 4 orange plus (+) 0 mm thickness for use with size 4 talar components only for export only not for distribution in the u. 00830004400, 64748825, tibial base component size 4 orange for use with size 4 talar. Components only. 00450107600, 65159428, bur. 00450104000, 64799291, calcaneus pin. 00450104000, 64896804, calcaneus pin. 00450104001, 63863518, kirschner wire style 6 1.6 mm (.062 inch) diameter. 00450104004, 64208974, self drilling pin 4 mm diameter 150 mm length 40 mm thread length. 00450106501, 64946034, protective sleeve sterile product do not resterilize. Report source: foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00694.